Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 9.0 x 40, 135cm mustang balloon catheter was advanced for dilation. During third inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.